Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. This is 4 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced loss of consciousness while attending class. The cgm reading at the time of the event was not documented. An ambulance was called, and the patient was transported to the hospital. The patient was treated with intravenous fluids, a ¿big dose of glucose,¿ and nausea medication. Based on the treatment provided, the event was determined to be a hypoglycemic episode. When a fingerstick blood glucose reading was taken (possibly after treatment) the cgm reading displayed low, while the bg reading was 312 mg/dl, indicating a significant discrepancy. The patient was discharged the same day, and no further medical evaluation or intervention was documented. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia., hyperglycemia. And loss of consciousness. This is 1 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see related records (B)(4).